Manufacturer narrative:
Event date is an estimate the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced autoreducing. Diagnostics indicated high impedances. Surgical intervention may occur on a later date.

Event description:
It was reported the patient experienced autoreducing. Diagnostics indicated high impedances. Surgical intervention was undertaken on (B)(6) 2022 where the patient's entire system was explanted and replaced. Therapy was restored post op.